Event description:
(B)(6) stated in email "very serious concerns about an invacare tdx electric wheelchair which she owned since 2010 and continues to use".

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsc2-cg, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1149267 rev e (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female who weighs (B)(6). The consumer's preexisting medical condition states that she was stricken with transverse myelitis in (B)(6) 2010 (paraplegic). The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device as stated by the dealer is: (B)(6) 2012 - the right and left motor were replaced. The consumer complained that the power chair would allegedly accelerate on its own, or be jerky when driver or drive in circles. The dealer felt that there was a brake issue and replaced both motors. The dealer was able to duplicate the problem. (B)(6) 2012- the joystick was replaced. The consumer complained that the joystick was "mushy." The dealer went out and assessed the chair and was able to duplicate the issue therefore the part was replaced. (B)(6) 2012-chair was brought in for review. The motor allegedly locked up and was overheating. The consumer emailed invacare stating that (B)(6) 2012 she was trapped in her tdxsc -cg power chair as it allegedly would not move forward or backward. The consumer lives alone and is paraplegic. The wheels would not move, except to circle to the right. The consumer finally got the chair to move around 4:00 am and made it to her bed. The chair was reviewed by the dealer in (B)(6) 2012 (as mentioned above). The dealer advised that the consumer is a responsible user and does not abuse her power chair. The consumer does not take the chair outside the house at all. Per dealer the chair is in pretty good shape. Invacare consumer affairs to retry contacting the consumer for additional information. No injury alleged.